Manufacturer narrative:
(B)(4). The ecr60b cartridge reload was received for analysis with no visual non-conformances and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device could no longer be fired after some staples were deployed. At the firing, the firing trigger could no longer be grasped, because there was no feedback when grasping the firing trigger. Another device was used to complete the case. There were no adverse consequences to the patient.